Manufacturer narrative:
The following fields were updated due to additional information: possible lot number: d4: medical device lot #: 21023458. D4: medical device expiration date: unknown. H4: device manufacture date: 2021-02-24. H6: investigation summary: one unused sample and two incomplete samples were submitted for quality investigation. The customer complaint of component damage was verified by visual investigation. The customer complaint of flow issues - backflow was not verified by evaluation and testing. Visual inspection of the two incomplete sets showed that the male luer of one infusion set cracked into the smartsite of the other infusion set. Due to the two infusion sets being submitted cut from the original sets, flow issues and backflow could not be evaluated. The one unused sample was primed and inserted into an alaris infusion pump for a simulated infusion at a rate of 125ml/hr. There were no air-in-line, leakage or occlusions observed when testing the set. A device history record review for model 2426-0500 lot number 21023458 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be fully determined due to the condition the samples were received in. The probable cause for the failure seen in this complaint is excessive force used in disconnecting the luer engagement. Examining the broken luer, excessive stress is indicated by a white color in the luer material at the location of the break. A root cause could not be established for flow issues because flow issues could not be replicated with the samples submitted.

Event description:
It was reported that during the infusion, blood backflowed into the unspecified bd¿ IV tubing, which was found to be cracked at the y-site. The following information was provided by the initial reporter: "yesterday evening we had a tubing malfunction event. The male connector of a primary tubing set cracked off at the y site of another primary tubing set. The primary rn noticed blood backing up in IV tubing and attempted to disconnect the y¿d in line to troubleshoot what was going it. She then saw the tubing was cracked off in the y site."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that during the infusion, blood backflowed into the unspecified bd¿ IV tubing, which was found to be cracked at the y-site. The following information was provided by the initial reporter: "yesterday evening we had a tubing malfunction event. The male connector of a primary tubing set cracked off at the y site of another primary tubing set. The primary rn noticed blood backing up in IV tubing and attempted to disconnect the y¿d in line to troubleshoot what was going it. She then saw the tubing was cracked off in the y site."